Event description:
Customer reported a malfunction on the insulin pump, indicated by malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.